Manufacturer narrative:
The investigation is ongoing.

Event description:
On 03-jun-2026 the caregiver reported that on (B)(6) 2026, the user experienced hyperglycemia with blood glucose (bg) levels of 540 mg/dl following use of a teflon infusion set. The user experienced large ketones and nausea and reported uncertainty as to whether the cannula was bent. No ems or hospitalization was required.